Event description:
Per the clinic, the device was explanted due to an extrusion, exposing the magnet and receiver/stimulator (specific date not reported).

Manufacturer narrative:
This report is submitted on march 21, 2023.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number: 6000034-2022-02792. This report is submitted on march 31, 2023.